Manufacturer narrative:
The pump was received with a broken reservoir tube lip, cracked battery tube threads, and minor scratches on the lcd window.

Event description:
The customer reported via phone call that the insulin pump sustained a scratch on the face of the insulin pump. The customer stated that the insulin pump also had a crack at the battery area, and a big piece of the insulin pump came off of the reservoir area. He stated that he had hit the insulin pump against a table. The customer also reported having issues with the sensor providing false high and low readings. The customer did not know the blood glucose reading. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.